Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited sensing and capture issues on the right ventricular (rv) channel. A revision procedure was performed and the associated rv lead was removed from service. No additional adverse patient effects were reported.